Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015 for contraception as well as ibuprofen from (B)(6) 2015 to (B)(6) 2016, norethisterone (micronor) from (B)(6) 2015 to (B)(6) 2015 and promethazine (phenergan) from (B)(6) 2015 to (B)(6) 2016. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), abdominal pain lower ("severe cramping/ lower stomach pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, vaginal discharge, vaginal haemorrhage and menorrhagia was resolving and the weight increased, cystitis, headache and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion(successful occlusion). Most recent follow-up information incorporated above includes: on 5-apr-2018: reporters added and updated patient demographics. Concomitant disease, laboratory test and concomitant drugs were added. Update suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, migraines / headaches, nausea, vaginal discharge, weight gain / loss specify which one: weight gain. Updated events, onset date and outcome. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015 for contraception as well as ibuprofen from (B)(6) 2015 to (B)(6) 2016, norethisterone (micronor) from (B)(6) 2015 to (B)(6) 2015 and promethazine (phenergan) from (B)(6) 2015 to (B)(6) 2016. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/ vaginal area pain/vaginia pain"), abdominal pain lower ("severe cramping/ lower stomach pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, vaginal discharge, vaginal haemorrhage and menorrhagia was resolving and the weight increased, cystitis, headache and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Disabled after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion(successful occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.